Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for klebsiella oxytoca and pseudomonas aeruginosa in the working channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and tested positive by olympus, therefore the user request was confirmed. After decontamination, the device was tested again confirming no growth after forty-eight (48) hours. Olympus hmi results br-1: positive. Olympus hmi results br-2: negative. Based on the results of the investigation, the probable cause was traced to user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.